Event description:
A patient underwent a procedure to a restenosed (poba only) cto lesion in the 4mm distal rca. The non-de novo, type c lesion was 30mm. The site was predialated with a balloon (2.5/20mm) at 8atm for 40 seconds. A cypher (3.5/18mm) was implanted at 14atm for 15 seconds. Post-dilation was not conducted. Slow flow as observed distal to the implanted cypher. Necrosis occurred on the myocardium of the peripheral vessel at the tca, so treatment for slow flow was not conducted. Two months later, the patient came to the hospital for follow up. He didn't show any symptoms. Cag was conducted and thrombus was observed in the implanted cypher. The myocardium of the peripheral vessel of the rca had necrosis, so treatment was not conducted.